Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, the ports on the generator did not allow the probes to reach temperature. The procedure was able to be completed, but took a longer period of time. After the procedure a grounding pad test was conducted and it was found that none of the ports would get past 17 degrees using 3 separate probes.